Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. Customer states that the insulin pump had motor error. Customer reports the drive support cap appears normal. Customer states that the insulin pump not exposed to strong magnetic field. Customer was able to complete insulin pump rewind. Customer states that the insulin pump something beeping sound rewind and then start again, was take out the number and customer was bolus and did motor error several times but when they were trying to change set as it was time to change. Customer states insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they were unable to exit the preparing to prime loop. Customer was calling for technical troubleshooting. Customer states they received second series of beeps and numbers appeared on the screen. Customer states that the insulin pump had crack on the end. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm, prime or fill anomaly due to broken off end cap. Motor passed motor test.